Event description:
A report was received from the field alleging that their olympus flexible cystoscope was damaged during sterilization in the sterrad 100nx. There is a four inch tear on the distal end of the device. The optics was not damaged and the end is able to move. The device remained intact; without breakage. There was no injury to patients or healthcare workers.

Manufacturer narrative:
(B) (4) - damaged device. The age of the device, how often the device is used by the facility, and the number of cycles are unk. It is unk if the facility followed the manufacturer's instructions for sterilizing this device; the customer stated he does not have this information. It is unk if an instrument assessment was performed. The customer indicated they use an enzyme cleaner (unk brand), the brush that came with the scope, and rinsing is achieved by flushing with a syringe. The facility has not had changes to the cleaning process or in the products used for cleaning devices. The reporter stated that the 100nx is the only sterilization modality at this facility. This device has not been previously damaged. The device manufacturer was not contacted regarding the damage. The asp representative handling the initial call instructed the customer to contact the manufacturer of the device regarding the damage. Sterrad 100nx user's guide cautions: know what you can process: before processing any item in the sterrad 100nx sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The fold-out chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information.